Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. The lot number was not identified; therefore, a lot history record review could not be performed.

Event description:
Device malfunction: stent fracture. Time of device malfunction: 6 months post carotid procedure. Symptoms/ae: a second stent placed to cover fractured stent. It was reported that a patient presented to the hospital, approx 6 months post left carotid procedure experiencing an mi. During the angiogram, the rx acculink place approx 6 months ago was found to be fractured. An xact 6-8x40 stent was deployed as intervention to cover the fractured stent. The account manager stated the stent fracture was a "type 1 or 2 fracture." The patient did not experience any adverse sequelae. Though requested, no additional info was available.